Manufacturer narrative:
B3: event date is unknown. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient needed to have an MRI and the MRI facility wanted to know if the patient was eligible for a head/brain only or a full body scan however they weren't with the patient at the time of the call. Patient services reviewed MRI compatibility and MRI mode information with the caller and the caller stated they had the external devices but the patient was not with them and that the patient had alzheimer's so it was difficult to work with the patient over the phone to do anything to their implant. Caller stated a nurse had helped the patient last time to turn the implant off. Caller further clarified why the implant was off: the caller stated the patient was supposed to have surgery on the 8th to reposition the implant because it wasn't in the right place and the patient had been having an incredible amount of nerve pain in the vulva and it got to the point where the patient couldn't take it anymore so they turned the therapy off. The caller stated the pain started shortly after the pa tient got the implant and that the patient did have a fall and they thought that may have caused the pain. The caller stated they were not sure if the pain had started after the fall or not but that they did do some x-rays and it was determined that the implant was in the wrong place. Patient services reviewed with the caller that when they or someone was with the patient and the external devices, they could always call patient services for assistance in activating MRI mode. Caller acknowledged this and stated that it would be difficult to arrange but they were going to figure something out.